Event description:
Boston scientific received information from the patient that their device is being removed from service. The patient advocate stated that the physician was going to reposition a lead due to the difference in impedance measurements. The patient advocate was not sure which lead the physician was referring to. No adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.